Manufacturer narrative:
The product was returned for evaluation. Lot release records were reviewed and the product lot met all acceptance criteria. The device was received with the cannula assembly fully deployed. No issues were seen with the device that would indicate a needle mechanism failure occurred. The patient administered several boluses and maintained a steady basal rate until close to the end of the run. Data downloaded from the device returned an 0x14 alarm, indicating an occlusion occurred during the run. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 462 mg/dl while wearing the pod. While patient was reporting this pod for (high bgs), it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, patient's mom said that he drank lots of water and they monitored him after changing the pod as they did not want to give more insulin yet not knowing how much he had gotten before the occlusion.